Manufacturer narrative:
The device evaluation was completed on 18-dec-2023. The device was returned for evaluation. Visual inspection, and screening, tests of the returned device were performed following biosense webster (bwi) procedures. Visual analysis of the returned device revealed a hole on the pebax, reddish-brown material inside, and internal parts exposed; however, the hole could be related to the handling but, it cannot be conclusively determined. A screening test was performed, and the device was visualized and recognized correctly; however, error 106 appeared on the system due to an open circuit on the tip area. The malfunction reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. A manufacturing record evaluation was performed for the finished device and no internal actions related to the complaint were found during the review. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the biosense webster inc. Analysis finding of the ¿hole on the pebax, reddish-brown material inside, and internal parts exposed¿. Investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the customer¿s reported ¿force sensor 106 error ¿. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) procedure with a thermocool® smart touch® sf uni-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax and internal parts exposed. Initially a force sensor error was reported. During the procedure, error 106 was displayed on the carto system after the first ablation. A second device was used to complete the procedure. There was no adverse event reported. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 18-dec-2023, observed a hole on the pebax, reddish-brown material inside, and internal parts exposed. This event was originally considered non-reportable, however, bwi became aware of a hole on the pebax and internal parts exposed on 18-dec-2023 and have assessed this returned condition as reportable.